Event description:
An (B)(6) alert was transmitted via (B)(6) for an asymptomatic patient. Upon review of the strips, nonsustained lead noise was due to sensing latency on one of the channels. Reprogramming was recommended.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.